Event description:
A medtronic representative reported a navigation system monitor intermittently displayed a black screen when changing tasks, or selecting buttons, in the fusion application. In trouble-shooting, the medtronic representative replicated the behavior. Monitor power cables and video cables were re-seated, however, issue was not resolved. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement computer shipped to site (B)(4) 2015. A medtronic representative performed a navigation system check-out, and found intermittent black screen when running software. Cpu replaced. System performed as intended. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the computer was fully functional. During testing, no problem was found with video. No fault found.as previously reported, the computer was replaced to resolve the issue.